Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open - efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip the opened during establishing final arm angle (efaa). It was reported that patient presented with grade 4 degenerative mitral regurgitation (mr) and thin valve pathology. The target location was anterior 2 and posterior 2 leaflets (a2/p2). During a mitraclip procedure the first clip was placed central on a2p2. There was a lateral jet present, and the mitraclip was opened and repositioned slightly lateral, and leaflet insertion was optimized. The grasp was satisfactory and deployment was continued. When performing establishing final arm angle (efaa) the clip slightly opened and there was a small jet at the center of the clip which was not present when it was tightly closed. The physician was not satisfied. The clip was opened to 60 degrees and re-locked, and efaa was tested again and the clip slightly opened. The mr was considered to be mild at grade 1, but would have been 0 if the clip did not relax to approximately 10-20 degrees (opened from 0 degrees). Physicians did not want to replace with another clip as the tissue on this patient was very delicate and clip was opened and closed three times on the valve. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open - efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.